Event description:
Additional information was received indicating that a lead revision was performed due to patient pain, physician assessed surgery as being done for patient comfort only. During surgery condensation was observed inside the lead indicating a potential insulation breach. Due to this compromise the suspect product has been updated from the generator to the lead. No device will be returned for product analysis. No other relevant information has been received to date.

Event description:
It was reported that the patient had a zapping feeling in their neck, surgeon did not find anything wrong with the device and suggested follow up with neurologist. A revision was planned however no known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
H6: correction g02025 was inadvertently left off the previous report and had been added.

Event description:
Product analysis was approved for the suspect device. One portion of the lead assembly was returned; the electrode array, and tie downs were not returned. Setscrew marks were observed on the connector pin, the mark confirms proper connection of lead to generator. The lead assembly has dried remnants of bodily fluids inside the inner tube, no obvious points of entry was identified other than the tear openings and cut ends that resulted likely from the explant procedure. Light abrasions and tie down abrasions were observed on the outer tubing, likely due to wear. Continuity checks were made, no discontinuities or open circuit condition identified. No other relevant information has been received to date.